Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached properly. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with lens damaged, ail sensor loose, and dso sensor contaminated. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. According to the investigation, the downstream occlusion sensor contamination caused the reported problem. Service's replaced the contaminated dso to correct the reported problem. The problem source of the reported problem is unknown.